Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported hyperopic treatments are being over corrected. The physician feels the laser was running hot on that surgical day. Additional information received provided additional patient identifiers. A patient was overcorrected. The patient will have possible retreatment but is not far enough out from surgery to have surgical intervention at this time.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Review of the logfiles for the day of treatment shows no error messages or other abnormalities that could contribute to the reported event. The system passed successfully all initialization steps. The user skipped the gas change and scanner test and performed the needed energy. Eyetracker and fluence tests were passed without any issue. All treatments on that day were finished successfully. The logfile shows that the user performed energy checks at system startup and later in the day. A technical root cause could be excluded. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).